Manufacturer narrative:
History of infection reported in MFR # 2916596-2019-04311. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was transplanted. The transplant was not routine. The patient was updated on the transplant list due to an ongoing driveline infection. The patient had a (B)(6) driveline infection. Driveline cultures were positive for enterobacter and cornybacterium. The patient was treated with suppressant doxycycline. Patient then transferred care to cleveland clinic foundation. Further cultures obtained at local center were positive for bactrim resistant proteus mirablilis with cornybacterium. Amoxicillin was added x2 weeks. Patient was continued on doxycycline until transplant. The pump will be returned for evaluation.

Manufacturer narrative:
Section d4: additional information. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively established through this evaluation. Furthermore, thrombus was confirmed through the evaluation of heartmate 3 lvas, serial number. The device was returned assembled with the pump cable severed approximately 6¿ from the pump housing. The distal portion of the pump cable was returned in two segments measuring approximately 4¿ and 16¿, respectively. The modular cable was returned loosely connected to the pump cable in-line connector. The locking nut had not been completely tightened, leaving the yellow lines visible. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment; however, both the sealed outflow graft and bend relief had been severed prior to return. The apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of the returned pump, examination of the inflow cannula revealed a small amount of ventricle tissue had grown over the proximal edge. A thick, biological lining had also grown along the proximal edge which was strongly adhered to the textured surface. The lining appeared to have been partially collapsed, suggesting that it may have been disrupted during the explant process before being exposed to a fixative agent. Although the evaluation could not determine a specific cause for the observed deposition or a duration of time for which it was present, there was no prior history of flow issues or pump malposition. Further examination of the remaining blood-contacting surfaces revealed small, fixed, tissue-like islands within the inflow cannula, pump outflow, and outflow graft attachment. These depositions would not have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual examination of the returned portion of the pump cable revealed a dark yellow/brown discoloration of the in-line connector bend relief. No areas of damage were observed. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Section 1 of the IFU, ¿introduction¿, lists infection (localized, driveline, and pump pocket), and device thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding how to prevent infection as well as suggested responses in the event of infection are provided in several sections of the IFU and patient handbook. Section 6, ¿patient care and management¿ (under anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr range, as well as the suggested anticoagulation modifications. Section 6 of the IFU, under "caring for the driveline", and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿, state: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file to this event.